Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was dislodged. The lead was explanted. The patient was stable before, during and after the procedure.

Event description:
New information available on (B)(6) 2018 states that the lead exhibited high capture threshold.